Manufacturer narrative:
No service was requested. Investigation and repair was performed by third party service provider. No parts were returned and no ventilator logs were provided. The reported event with this specific technical error code indicates that the safety valve was detected as open without the fulfilment of the conditions for opening the valve. The root cause of the technical error code has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).